Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted dried blood and trace of tissue on the helix. The lead passed continuity and hipot testing which indicated that conductors and inner insulation were intact. The reported clinical observation of perforation could not be confirmed through analysis; however, perforation is a known inherent risk of intravenous lead implantation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds cause by a heart perforation. Also, this impacted the battery of the pacemaker. The rv lead was successfully replaced and the pacemaker was reprogrammed to normal function. No additional adverse effects were reported.